Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and concluded that the reported event was caused by the facility's failure to engage the locking knobs to secure the headrest assembly to the table. The 5095 general surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Before using any accessory, ensure it has been installed properly." The 5095 general surgical table operator manual states, "warning - personal injury and/or equipment damage hazard: patient or operator injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation." The technician counseled user facility personnel on the importance of securely engaging the locking knobs to secure the headrest assembly. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a bruise after the head section fell from their 5095 surgical table and landed on the employee's foot. Medical treatment was administered with an ice pack and the employee returned to work.